Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net transmission. The implantable cardioverter defibrillator exhibited far r-wave oversensing on the atrial channel. Programming changes were discussed. The patient was in stable condition.

Event description:
New information notes programming changes were made. The issue was resolved. The patient was stable before, during and after programming changes.